Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient attended a scheduled post-operative visit at their doctor¿s office for a stomach-related surgery. At approximately 10:30 am, the patient¿s continuous glucose monitor (cgm) displayed a ¿brief sensor issue¿ alert. Shortly afterward, the cgm resumed readings and showed a glucose level of 64 mg/dl. The patient, experiencing dizziness at the time, took glucose tablets without performing a confirmatory blood glucose (bg) test. Soon after, the cgm again displayed a ¿brief sensor issue,¿ and the patient lost consciousness. A nurse at the clinic promptly called emergency services, and the patient was transported by ambulance to a nearby hospital¿s emergency room (ER). Upon arrival at the ER, the patient was treated with intravenous glucose and regained consciousness. A bg test performed at the ER showed a critically low glucose level of 36 mg/dl, while the cgm continued to display ¿brief sensor issue.¿ the patient does not recall the duration of their ER stay but confirmed they were discharged the same day with a stabilized glucose level (exact value unspecified). Upon returning home, the patient removed and replaced the cgm sensor due to the recurring ¿brief sensor issue.¿ the patient reported feeling fine following the incident. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.